Event description:
The customer reported the iris collimator closed down without command of the operator. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface pcb. Fluoroscopy functions pcb, and high voltage cable were evaluated and replaced. The collimator was also calibrated during the service event. The system was tested and found to be working as intended and returned to service.